Manufacturer narrative:
H11: corrected data: MFR #2015691-2021-04192 is a duplicate report and was already submitted under MFR #2015691-2021-03228.

Manufacturer narrative:
Additional manufacturer narrative: suture looping occurs when the surgeon inadvertently loops a suture over one of the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak. Whether caused intra-operatively or post-operatively, cases of suture loop will typically require re-operation. In this case, there is insufficient information to conclusively determine the root cause of this event. However, it is likely that procedural related factors contributed to this event. Per the device instructions for use, avoid looping or catching a suture around the open cages, free struts, or commissure supports of the valve which would interfere with proper valvular function. The patient died while using a medical product, but there was no suspected association between the death and the use of the product. Edwards life sciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Through the department of health and human services, it was learned that a 25mm 7000tfx mitral valve was explanted at implant due to suture entrapment. This required a second pump run and valve replacement with an unknown device. Ultimately the patient passed away. No additional information was provided.